Event description:
Patient reported "seems a little sensitive". This record is for the left side. Healthcare professional later reported reason for left removal "deflation." Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "seems a little sensitive". This record is for the left side. Healthcare professional later reported reason for left removal "deflation." Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : no observed opening on the device. No additional observations. No further actions are required as no issues with the manufacturing process are observed.